Event description:
It was reported that balloon rupture occurred. A 2.0mm x 220mm x 150cm coyote balloon catheter was selected for use and advanced to dilate the lesion. Upon the first inflation, the balloon inflated well at 4 atmospheres. Upon the second inflation, the balloon ruptured at 5 atmospheres. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).